Event description:
Initial notification from rn involved in incident: I did a PICC monday. The wire would not thread back through stylet. I'm not sure if it's a defective wire or pt status. Insertion wasn't difficult.pt had order for PICC line placement. Pt's brachial vein accessed with ultrasound - 1 poke. Wire and introducer threaded with ease and without difficulty. When went to pull back on the wire, it would not thread back through introducer. Entire introducer taken out with wire. Pt's PICC placed in the basilic vein without difficulty. Pt was in a-fib, so pt had a cxr done for placement verification. When the rn wiped down the wire afterwards, there was a string that came off. There was also a rough spot on the wire.====================== manufacturer response for powerpicc solo catheter, powerpicc (per site reporter).====================== waiting to hear back. I had to leave a message.